Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that when the machine was started up, high pressure alarm occurred. The user disconnected the extension tube, pumped back with a syringe, reconnected, but the intra-aortic balloon (iab) still failed to work. As a result, the user removed and replaced the catheter with a new one successfully. There was no report of patient complications, serious injury, or death.

Event description:
It was reported that when the machine was started up, high pressure alarm occurred. The user disconnected the extension tube, pumped back with a syringe, reconnected, but the intra-aortic balloon (iab) still failed to work. As a result, the user removed and replaced the catheter with a new one successfully. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number was recorded on the complaint report. The lot number recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample was semi-finished kit components including 60cc luer-slip syringe, 40cc inflation driveline tubing and short/long arterial pressure tubing; no damage or abnormalities were noted to the returned components. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. No bends or kinks were noted to the returned iabc. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0068in-0.0072in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. Numerous leaks were immediately detected from the bladder membrane in the same area. Under microscopic inspection, the total of three (3) repeated leak sites were noted around the circumference of the bladder. The leak sites are consistent with contact from a sharp object and noted at approximately 13.9cm from the iabc distal tip. No other leaks were detected. No blood was noted within the helium pathway during the receipt of the sample/visual inspection. Due to the nature of the complaint, it could not be confidently determined when the damage occurred or what caused the complaint. A potential cause of the bladder damage could be during handling after removal of the iabc from the patient. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab high pressure alarm is not able to be confirmed. During the investigation, numerous punctures consistent with contact from a sharp object were found on the bladder; however, no blood was noted within the helium pathway during the investigation. Due to the nature of the complaint, it could not be confidently determined when the damage occurred or what caused the complaint. A potential cause of the damage could be from handling after removal of the iabc from the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the bladder leaks. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.